Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d10, g4, g7,h2, h3, h4, h6, h10 unique device identifier (UDI) : (B)(4). The intracranial pressure (icp) express monitor was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the speaker volume was low and button failure was observed. Failure was confirmed. The unit was repaired via replacement of digital control board and front panel replacement. The complaint was confirmed in the complaint investigation. The possible root causes are damage, corrosion, or component failure. Based on the fact that multiple components were replaced during the service of the unit, these failure reasons seem to be the likely root cause of the failure. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported the volume of the speaker is too low and stuck button failure was also observed. No further information available.